Event description:
It was reported that during testing on (B)(6) 2022, the hand piece for battery powered driver buttons do not work and there was intermittent power. There was no patient involvement. Upon manufacturer investigation, it was determined that there was patina between housing and switch plate, wires were discolored, brown residue on barriers, grinding bearings, and device does not run in fast forward, and ran intermittently in reverse condition. This report is for a hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional procodes: gxl, hxx. Part: 05.000.008, synthes lot: 007601, supplier lot: 007601, release to warehouse date: 12 april 2019, supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: it was reported that the device 05.000.008, hand piece for battery powered driver buttons do not work and intermittent power. The repair technician reported that patina between housing and switch plate, wires were discolored, brown residue on barriers and grinding bearings, and device does not run in fast forward, and ran intermittently in reverse condition. The following parts were replaced: circuit board, set screw, shrink tubing, hand piece housing, motor/gearhead, cam screw, membrane switch/flex circuit, holder/membrane vent, drive shaft rotary seal, hand piece for battery and all applicable components. The cause of the issue is unknown. Reason for repair is preventative maintenance. The item passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.